Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s ilet paired with libre 3 plus did not display glucose readings despite successful scans, with the ilet showing ¿stop sensor,¿ alarm history indicating ¿replace sensor¿ and ¿sensor unavailable,¿ and the device entering bg run mode with a reported blood glucose of 280 mg/dl. Troubleshooting included power cycling the ilet, after which the user was advised to replace the libre 3 plus sensor and was transferred to the cgm manufacturer for sensor replacement. Customer care provided support that included guided troubleshooting and referral to the cgm partner for sensor replacement. Investigation of this case revealed that the cgm sensor was not providing readings to the ilet and generated replace and unavailable alarms, consistent with a sensor performance issue requiring replacement while the ilet operated in bg run mode. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.